Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the housing was found to pull away from the collar. The device was repaired and returned to the user facility.

Event description:
It was reported that at the user facility the synthes drill disassembled. No further information was provided by the user facility.